Manufacturer narrative:
Mitek medical safety department reviewed this published white paper detailing a historical event in which some mitek devices were implicated. It cannot be confirmed that this issue had been previously reported to mitek, so an adverse event report is being filed to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remains receptive to any potential forthcoming information received that is pertinent and germane to this issue. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unavailable. Product and lot info are not available.

Event description:
This complaint was forwarded to mitek product complaints from our medical safety team after reviewing a journal article from knee surg sports traumatol arthrosc (2008) 16:988-995 on "anterior cruciate ligament reconstruction using autografts and double biodegradable femoral cross-pin fixation: functional, radiographic and MRI outcome after 2-year minimum follow-up". It was stated in the 9 month period between december 2003 and august 2004, 56 patients underwent acl reconstruction using different grafts with the rigid fix femoral cross-pin fixation. The intra-articular graft was visible and intact throughout all patients, but one who reported transplant re-rupture after a recurrent trauma 3 months prior to follow-up. Authors: patrick weninger, benno zifko, michael liska, ralf spitaler, hartmut pelinka, harald hertz. (B)(6). Reference: trauma hospital institute for experimental and clinical traumatology donaueschingenstrasse 13, 1200 vienna, austria.